Manufacturer narrative:
Model: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Method: (B)(4) device not returned. Additional manufacturer narrative: operative report and echo on cd have been requested, but have not yet been received. Device is to be returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: (B)(6) 2011 as received, the valve exhibit cuts in the sewing fabric most likely due to explant. The x-ray indicates an intact wireform. The valve will be sent to research and development for functional testing. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4). Additional manufacturer narrative: device was received for evaluation on (B)(6) 2011. We were unable to evaluate the device based on user handling which resulted in dehydration of the device. The device was transferred to our research and development for functional testing. Conclusion: this valve was explanted a few hours after implant due to a grade 2 aortic insufficiency, which could not be reproduced by edwards' standardized in vitro testing. No echocardiography was provided, thus the behavior of the valve and the insufficiency observed in vivo could not be confirmed. Edwards standardized in vitro testing demonstrates that the functionality of the valve is acceptable per (B)(4). The as-received valve showed a 2.3% total regurgitant fraction (trf) and appears to be non-central in nature. This value is more than four times lower than 10% allowance per (B)(4) for this size of valve. The amount of leakage measured by in vitro testing would not merit a grade 2 aortic insufficiency. However, differences may exist between the results from in vitro testing and that observed in vivo due to changes in the valve post-explantation resulting from possible dehydration and the subsequent storage in formalin.

Event description:
Our sales rep reported that "on (B)(6), april 15, the hospital in (B)(6) contacted me via telephone to inform me of a perimount valve which was implanted on april 13 and explanted a few hours later the same day. One of the leaflets did not close properly."